Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, concern with the product, severe animation deformity above level of nipple, and significant anterior buckling.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, an exchange from textured to smooth breast implant due to the patient's concern with the product, severe animation deformity above level of nipple, and significant anterior buckling. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, yellow particles on the shell, cloudy in the gel, wear abrasion and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, an exchange from textured to smooth breast implant due to the patient's concern with the product, severe animation deformity above level of nipple, and significant anterior buckling. Device was explanted.